Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 22-nov-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving hydromorphone and bupivacaine via an implanted pump. The indication for use was non-malignant pain and chronic low back pain. It was reported the patient had difficulty activating their personal therapy manager, ptm, and could not find the spot to bolus. The event date was noted as (B)(6) 2019. The patient was examined, on (B)(6) 2019, and it revealed the pump had flipped within the pocket. The provider manually returned the pump to the original position. The patient was instructed to apply pressure/compression over site until she can be scheduled for a pump revision. On (B)(6) 2019, the patient's pump was repositioned and re-anchored within the pocket. During the scheduled revision it was noted the catheter had migrated from t4 to t4 in the right gutter. No actions were taken as a result of the catheter issue and it was noted the issue was unresolved with no further action planned. The catheter diagnosis was catheter dislodgement. It was indicated the event was related to the device or therapy. The pump issue resolved without sequelae on (B)(6) 2019. The patient's weight was (B)(6) lbs.